Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. Monitor ¿ exempt per wi-7915 - known possible complication of joint replacement surgery. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code was not provided. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for product and/or additional event information, if applicable, will be conducted by the legal group. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specification at the time it was released for distribution. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. No product contribution to the reported event was identified. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sigma litigation records received. Litigation alleges pain, injuries, loosening of the implant, bone loss, decreased range of motion and diminished mobility. Litigation did not specify the loose component and loosening interface. On (B)(6) 2011, the patient underwent a primary left knee arthroplasty with implantation of depuy products. The sticker sheet for products implanted during the primary operation can be found on page 1015 of the attached medical records. The cement used during the primary operation is not given in the available medical records. There were no indicated intra-operative complications. On (B)(6) 2017, the patient underwent a left knee revision due to pain, baker¿s cyst, stiffness, decreased range of motion, femoral component loosening at an unknown interface, and tibial tray migration and loosening at the cement to implant interface. There were no indicated intra-operative complications. Doi: (B)(6) 2014. Dor: (B)(6) 2017. Left knee.